Event description:
The customer reported that there was an intermittent pt monitor speaker malfunction message being displayed on the monitor. It is unk if audio was available during this time. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was an intermittent pt monitor speaker malfunction message being displayed on the monitor. It is unk if audio was available during this time. No pt harm was reported. The local philips service staff could not observe any failure, but replaced the speaker as a precaution. Device labeling (IFU) adequately warns users not to rely solely on audible alarming. The available info including consideration of similar complaints, supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.